Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in mfg report # 3004209178-2014-01527, and any additional information received will continue to be reported in this MFR report: [additional information received reported the catheter was either fractured or disconnected and the pump was flipped. The event required catheter reconnection or revision. The product issue was not resolved and the cause was not determined. The pump flipped freely in the pocket and a dye study showed the catheter was either disconnected or fractured. The patient had less than 50% therapy relief. The location of the issue or symptom was unknown. The patient status at the time of the report was ¿alive- no injury.¿ it was noted the pump system was being used to deliver fentanyl at the time of the report.]

Event description:
It was later reported that revision was done (b)(5) 2014. It was noted that upon opening the pump pocket, it was discovered that the pump segment of the catheter was completely fractured (pump and sutureless connector was completely disconnected from the tunneled catheter). It was reported that furthermore, the catheter was kinked (twisted) in many locations including in the pocket and tunneling track as well as at the posterior anchor site. It was noted that the physician suspected this was due to excessive "flipping" of the device. It was reported that a new pump segment was attached to the existing spinal segment and reconnected to the pump. It was noted that a new pouch was placed around the pump as well. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported a dye study showed the injected dye was exiting the catheter in the pump pocket around the area of sutureless connector.

Event description:
Additional information received reported, the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013; product type catheter. (B)(4).